Event description:
It was reported to philips that the system gave a remote alert indicating the geometry module had failed, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during general surgery procedure. The procedure was delayed by approximately 10¿15 minutes and was completed after rebooting the system three times. The philips remote service engineer (rse) contacted the customer and confirmed that the system generated a remote alert indicating a failure of the geometry module, which prevented geometry movements. Review of the logfile shows error message ¿nothing works as sib gencan error¿, indicating failure of the geometry module and the issue was identified as a power or network-related issue. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found an issue with the sib caused by one of the modules and requested onsite support. The philips field service engineer (fse) checked the system onsite but was unable to replicate the malfunction. The fse checked the logfile and found errors related to the geometry control module. The fse did further troubleshooting and found that the geo connector on the table ad7 ttcf board (tabletop connection function) had been ripped out of the board. To resolve the issue, the fse temporarily secured the connector and subsequently removed and replaced the tabletop connection function interface board, jumpers and 24-volt power supply. The defective part was sent for analysis, for roco (rotor controller) failure was confirmed and the cause of failure was found to be a short circuit. The same issue reoccurred after few days, and the issue was resolved by replacing the table height knob. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.